Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was failing calibration error 80 (water check time out - unable to reach calibration temperature). Expected 28 and actual 15. A functional check using a shunt tube showed flow present in the shunt, but the flowmeter still read 0. Discussed this was likely a failed flowmeter. They would like to send in the device for the 2000 hour service.

Event description:
It was reported that arctic sun device was failing calibration error 80 (water check time out - unable to reach calibration temperature). Expected 28 and actual 15. A functional check using a shunt tube showed flow present in the shunt, but the flowmeter still read 0. Discussed this was likely a failed flowmeter. They would like to send in the device for the 2000 hour service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be reproduced during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.